Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing high, out of range shock lead impedances (sli). Also, rv lead threshold was higher. The patient was symptomatic while testing so it was not continued. It appeared that rv coil was culprit for high sli and also maybe rv threshold. Commanded shock testing was recommended at some point again. The rv lead remains in service. No adverse patient effects were reported.